Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; during the same surgery the patient was reimplanted with a new device. (B)(4).

Manufacturer narrative:
Correction: the 'type of reportable event' is serious injury; not malfunction as previously reported. The device is not available for analysis. This report is filed april 2, 2014.

Event description:
Per the clinic, the patient experienced facial nerve stimulation. Reprogramming attempts were made which initially alleviated the problem; however, the issue could not be resolved. The patient has stopped using the device. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6) 2013.